Event description:
Additional information indicates, it is undetermined if surgical intervention took place on (B)(6) 2024 to explant the system. Manufacturer representatives were not present at the projected date of explant. As a result, intervention is pending to address the issue. No further information is known at this time.

Manufacturer narrative:
Correction: section d6b: explant date removed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and explant are estimated. During processing of this incident, attempts were made to obtain complete event information, such as explant date, and patient information, such as weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000088223.

Event description:
It was reported, the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. It is undetermined which lead the allegation is against.